Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a failure while placing a foley catheter. Registered nurse tested the foley balloon. Registered nurse noted it wouldn't deflate the fluid inserted. Registered nurse called another nurse to verify. Foley catheter given to management. No lot number was recorded.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example over aspirated, incorrect syringe or collapse lumen or sac close eye or valve damage). A review of the device labeling has been conducted for investigation purposed. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a failure while placing a foley catheter. Registered nurse tested the foley balloon. Registered nurse noted it wouldn't deflate the fluid inserted. Registered nurse called another nurse to verify. Foley catheter given to management. No lot number was recorded.